Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head broke- oral b power care [device breakage]. Case narrative: consumer via email stated that brush head broke. No injury was reported.